Event description:
The phlebotomist was drawing blood, when the tube was withdrawn from the needle it broke, covering the phlebotomist with blood. The employee immediately removed his clothing and showered and reported to the emergency department per policy. He was seen, and evaluated by the on-duty physiciandevice labeled for single use. Patient medical status prior to event: invalid data. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. Imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: other. Conclusion: device discarded - unable to follow-up. Certainty of device as cause of or contributor to event: unknown (cannot determine). Corrective actions: device discarded, none or unknown. The device was destroyed/disposed of.